Event description:
This ra lead was repositioned on (B)(6) 2018 due to dislodgement. The patient was checked on (B)(6) 2018 and the ra lead was functioning normally.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.